Event description:
In 2006, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a follow-up CT showed a proximal type I endoleak with aneurysm enlargement. The next day, a reintervention occurred whereby an aortic extender component was placed proximally extending the trunk-ipsilateral leg component. Angiography showed minimal wall apposition due to an angulated neck. A zenith renu stent was then placed proximally; however, upon deployment, the device jumped proximally, covering the renal arteries. The patient was converted to open repair and the aortic extender component and zenith renu stent were explanted. An unknown graft was placed at the proximal end of the trunk-ipsilateral leg component. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the devices verified the lots met all pre-release specifications.